Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tbm states that the dealer alleges that the bearings in the rear tires are broken.